Manufacturer narrative:
(B)(4). The pump powered up properly after battery installation and was received with all buttons responding properly. The pump passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. No unexpected pump error 3, pump error 13, pump error 23, pump error 49, pump error 68, or pump error 63 alarms were noted however, the pump alarmed pump error 63 during the self test and pump error 63 alarm (variable 3) is found in the downloaded history file due to broken trace at pin 6 (sda) u1 on the keypad assembly. Pump error 3 alarm and pump error 13 alarm are found in the downloaded history files due to a software error. The pump was monitored and no frozen display noted.

Event description:
Information received by medtronic indicated that the insulin pump had frozen display and multiple error alarm. Customer stated that insulin pump buttons did not begin to work in less than 5 minutes without battery change and was unable to try insulin pump with remote. Customer was able to clear the alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.